Manufacturer narrative:
Pump was received with cracked display window corner, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reports to have a cracked insulin pump due to bumping into something. Customer's blood glucose was 274 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.